Event description:
Briefly, the patient is a (B)(6) year old man with history of syncope and presyncope and history of wide complex tachycardia which was unable to be induced at electrophysiologic study. He also was noted to have a significant burden of pvcs. For this reason, he was initially placed on antiarrhythmic therapy including flecainide. While on flecainide therapy, however, he had conversion of his otherwise normal EKG to a type 1 brugada pattern EKG at a local emergency room. Based on this conversion, recurrent episodes of syncope and presyncope, as well as his underlying history of ventricular tachycardia, he underwent implantation of a boston scientific dual-chamber ICD for secondary prevention purposes. His implantable loop recorder was left in place since it had significant battery longevity and would augment collection of data including allowing him to trigger and record events during periods of syncope in order to correlate these with ambulatory EKG. His boston scientific dual-chamber device was placed about four months ago, utilizing a single coil rv lead and vf for a header. At that time, his defibrillation threshold was noted to be 31 joules. At that time, as well, his rv pacing threshold was 0.7 volts at 0.5 milliseconds with an impedance of 500 ohms and sensing of 18.0 millivolts. In clinical followup, he was noted to have progressive elevation in his sensing without overt evidence of change in lead position. His pacing threshold at followup was found to be greater than 4.5 volts at 2.0 milliseconds....initial attempt was made to reposition the existing single coil ICD lead. Although significant improvement in sensing was obtained with this new position, his defibrillation thresholds remained elevated without adequate safety margin. For this reason, this lead was extracted and a new dual coil rv lead was placed.what was the original intended procedure?rv ICD lead revision. Extraction of existing rv ICD lead, dft testing.device #1is this a laboratory device or laboratory test?no.